Event description:
It was reported that the infusion pump was involved in an overdelivery. The infusion pump was was programmed to administer 1000ml of cisplatin at 42 ml/hr at approx 1430 hrs. At 1610 hrs. It was noted that only 100 ml of solution remained in the IV solution was pt and the remainder of the IV solution was administered to the pt over the remainder of the 24 hrs using a different infusion pump and the same IV tubing. The involved infusion pump was used to administer three additional medications to the pt without incident in the two hrs prior to the start of the cisplatin. No ill pt effect has been noted to date.